Event description:
It was reported to nova biomedical, that a consumer rec'd a result of 544 mg/dl or their blood glucose meter. The consumer administered an unknown amount of insulin based on that result. Forty-five minutes later, the consumer tested again getting a result of 571 mg/dl, again administered an unknown amount of insulin. The consumer reported, he experienced a hypoglycemic event which did not require any medical intervention. The consumer reported require any medical intervention. The consumer reported, he ate candy until he could feel himself level off. When he returned home, reported the vial of test strips appears to have a dent on the cover. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings to be a result of that investigation, a follow-up report wil be filed.